Event description:
On 11/02/99, the facility's nurse informed the distributor's sales representative of the following: in the last six (6) weeks, seven (7) infections (5 site. 2 line) were reported. The facility was concerned they were doing something wrong. A lot number was not provided for the device(s) in question. The report states no product is available to be returned to the MFR (MFR.) For eval/analysis. On 11/02/1999, the MFR's (MFR.) Clinical consultant contacted the facility nurse and was informed of the following: the facility was using another product for approximately five (5) years, but within the past six (6) months has changed to the product in question. The facility's nurse emphasized their experience with the devices and went back twelve (12) or thirteen (13) years. Since the change to this product, they have documented eight (8) or nine (9) catheter related infections. Four (4) have been bloodstream infections documented by blood cultures from the device and a peripheral stick. These devices were all removed following confirmation of infection. There have also been several exit site infections. There is no specific pattern of microorganisms with a variety of bugs found, although she could not remember specifics. These pts either had the device accessed for only a single treatment, then the needle was removed, or they were connected hub-to-hub for a continuous infusion. All connections, disconnections and flushes are done in the clinic and the pt is not responsible for any of the care. These pts have a wide variety of cancer diagnoses, and thus are immunocompromised. Most devices were implanted for months, although one that developed a superficial skin infection had only been in place for less than two (2) weeks. They report no changes in any other supplies including skin prep solutions, dressings (although she did not realize the MFR's warning that this dressing only be removed with alcohol), and no ointment. Solutions are admixed by the nurses under a laminar flow hood. Flushes are drawn from a multidose vial into syringes under the hood and used within a twenty-four (24) hour period. Also discussed was the ins standard of practice to change needles every seven (7) days: however, the facility's nurse reported that their practice is to allow them to dwell for seven (7) to fourteen (14) days depending upon the pt's infusion requirements. She also reported no change in personnel or their technique. The facility's nurse also stated that she feels this product fits closer to the skin, but that is the only difference. She was firm in her belief that the only thing that was changed in their practice was the brand of device access needle and wanted to know if there had been reports of similar problems elsewhere. The MFR's clinical consultant informed her that she was not aware of any reports. No further details were provided.